Manufacturer narrative:
Failure analysis for (B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from the metal cap; the metal cap adhesion location exhibits burnt glue; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate char on the metal surface; the connector appears in good condition. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "fiber connection error¿ could not be confirmed; the glass cap distal fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 198,762 joules 26 minutes while using the surgical fiber during a prostate procedure, a fiber connection error occurred. After 3 attempts of cleaning and reconnecting the fiber, the fiber was replaced and the procedure completed using second surgical fiber. There was no patient injury reported.